Event description:
It was reported that during follow up, pulse generator was found in backup vvi mode. A user download successfully restored the device. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.